Event description:
It is reported that the device was implanted in 2004. Revision surgery occurred in 2007, due to pain.

Manufacturer narrative:
Evaluation summary: the product has not been returned. The device history record is conforming. No definite cause analysis can not be determined with certainty. Evaluation: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.